Event description:
Rn found patient's epidural tubing disconnected at point of connection site proximal to the blue/yellow lock. Site was approximately disconnected for an hour. Nurse practitioner notified. Questioning device failure as this same equipment failure occurred the day prior 5/14 with another surg 1 patient. Rn found epidural tubing disconnected at same connection twist on point on 5/14. Tubing connection site integrity was found the be intact upon both rn assessment and the site spontaneously disconnected on both patient. There is concern as this equipment failure put patients at risk for infection and poor pain control.